Event description:
Reporter indicated that a vns patient had experienced an increase in seizures, above pre-vns baseline levels. The physician believed the increase in seizures was due to a depleted vns battery or to decreased medications. The pulse width was increased and changes in medication were discussed in response to the event. At a later date, a system diagnostic tests indicated proper device function; however, a normal mode diagnostic test was not performed. Therefore, with the output current at 2ma, it was not confirmed that the full therapy could be delivered. Approximately eleven months after the increase in seizures event, the patient could no longer feel vns stimulation and the generator was replaced due to end-of-service. At that time, the physician noted that there had not been an increase in seizures.